Event description:
It has been reported to philips that the system would not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use for a planned treatment when the issue occurred. The planned treatment and the subsequent procedures planned on the system needed to be rescheduled. A philips field service engineer (fse) inspected the system onsite and analyzed the system's log files. A problem with the host pc was identified. After replacing the host pc and its hard disk and creating a ghost backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.